Event description:
The customer reported the ventilator alarmed vent inop due to a machine and proximal pressure sensor failure. There was no patient involvement.

Manufacturer narrative:
.

Manufacturer narrative:
Event date: (B)(6) 2015. MFR receiving date: 07/30/2015. Conclusion / root cause: this da to mc board cable rev d was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).